Event description:
A peritoneal dialysis (pd) nurse reported a pt with drain complications that resulted in fluid overload and contributed to hospitalization with a diagnosis of pneumonia from (B)(6) 2014. Per the pd nurse, the pt was able to complete manual drains while hospitalized and, upon discharge, has been able to continue the cycle-based peritoneal dialysis treatments. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.